Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 4.1 mmol/l. The customer stated that the pump was blank during time of call. The customer stated that the battery cap was fine and not damaged. The customer was advised to insert new energizer aaa alkaline battery. The customer stated that the display was still blank.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing due to blank display.